Event description:
The customer reported that the device could not complete the charging portion of the shock test done during testing. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.